Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the customer's reported issue. The fsr determined that the front panel required replacing in order to resolve the issue. The device was tested and returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that the touchscreen on their vela ventilator was frozen. The customer reported that this occurred while in use with a patient but the ventilator was switched out and there was no harm or injury.